Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The 100% stenosed target lesion was located in the right coronary artery (rca) with a 3mm reference vessel diameter and a 28mm lesion length. A 3x28mm liberte stent was implanted. Residual stenosis is 0%. The procedure was a technical success. Three days after the index procedure, the patient experienced heart failure resulting in death. Medications were asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 12 months. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure, and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.